Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was deceased one month post-implant with a cause of death provided as cardiogenic shock and infections. Additional information related to the circumstances of death has been requested and not received.  The disposition of the extravascular implantable cardioverter defibrillator (ev-ICD) system is unknown. The patient is a participant in a clinical study.

Event description:
It was further reported that the patient experienced cardiogenic shock with septic shock. It was noted that the computerized tomography (CT) of the cerebrum showed possible pontine infarction and the blood test was positive for staphylococcus heamolyticus. Antibiotics and medications were administered, however due to the thrombosis state, possible transient ischemic attack (tia) and infection, an assist device or heart transplant were not an option. The patient stated that they did not want any further treatment and palliative care was initiated. The patient passed eight days later in the hospital on the cardiology ward.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.